Event description:
Pt reported obtaining back-to-back blood glucose results of 315 mg/dl and 157 mg/dl while using the suspect device. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. A level-one quality control test was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.